Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings: there were call service (cs 054) errors observed in the black box followed by a pump reboot in the clearing of the cs alarm. The pump powered on with the return battery cap; the cap was able to fully secure and measured within specifications. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. Unrelated to the original complaint, the battery compartment was cracked and the display was dim and discolored. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.